Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. One of the retainer legs of the anvil was observed to be bent. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the observed anvil damage may occur if the anvil is manipulated with excessive force during the attachment to the instrument, or if the anvil is mishandled during the removal of fitting accessories. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a lower anterior resection, the device kept detaching from the stapler because the device was loose out of the pack. The device was very lose and didn't close properly to the device noting that there was normal amount of tissue between jaws with no tension at all. To complete the procedure, they opened a new product. There was no medical or surgical intervention required. No injury has been noted to the patient. The surgical time was extended by more than 30 minutes because a new device had to be opened and the purse string had to be redone. The patient is doing fine.